Event description:
New information received notes that the right atrial lead re-exhibited noise over-sensing. No intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise that was oversensed by the device. No intervention was performed. The patient was in stable condition.